Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the delivery wire and proximal contact were kinked likely due to handling during use. The main coil was stretched and the suture was damaged. The main coil was found to be detached from the detachment zone. A functional test could not be performed due to the returned condition of the coil. Information available indicated that the coil was confirmed to be in good condition prior to use. It is probable that the coil became damaged due to procedural factors encountered during the clinical procedure leading to the reported and observed damages to the main coil limiting its performance. Therefore, based on the information available, an assignable cause of operational context was assigned to this investigation.

Event description:
It was reported that during a coil embolization procedure, the coil (subject device) experienced resistance when advancing and the proximal section broke. The physician removed the broken coil with no patient impact and the procedure was completed successfully.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a coil embolization procedure, the coil (subject device) experienced resistance when advancing and the proximal section broke. The physician removed the broken coil with no patient impact and the procedure was completed successfully.